Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault and fails exhalation pressure tranducer calibration. There was no patient involvement associated with this reported issue.

Manufacturer narrative:
The reported complaint of xdcr fault was duplicated during a functional test. Pt 801 and pt 802 failed. This is a known issue which can be referenced with CAPA (B)(4) and scar (B)(4).